Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 508 mg/dl when this woke up and the bolus for the high was interrupted by a motor error. The customer was assisted with motor error troubleshooting. The customer stated that the drive support cap appeared normal. The customer stated that they did not think the insulin pump was exposed to high magnetic fields but stated that they've had health problems and that they've had to get scans/cat scans. The customer was able to complete pump rewind and the displacement test and manual prime were successful. The customer was advised to monitor and call back if the problem persists. Troubleshooting for the high blood glucose reading was declined. The insulin pump will not be returned for analysis.